Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer alleges that the lift will not go up smoothly. It stops as it is going up. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.